Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0985 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that before inserting the catheter, during routine inspection of the catheter, it was found that the catheter was damaged. No other information was provided.